Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Both samples are at the limit of detection (lod) for the assay . (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received discrepant results for two patient samples using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). The customer reported that for one patient on (B)(6) 2021 they received sars-cov2 positive, influenza a negative and influenza b negative results generated on the cobas liat system (s/n (B)(4)). A recollected sample from the patient was tested that gave sars-cov2 negative, influenza a negative and influenza b negative results analyzed on the cobas liat system (s/n (B)(4)). The recollected sample was repeat tested on a different platform the genexpert that also generated sars-cov2 negative, influenza a negative and influenza b results. The customer reported that they received sars-cov2 positive, influenza a negative and influenza b negative result on (B)(6) 2021 for a second patient using the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). The patient¿s same sample was repeat tested on a different platform the genexpert that generated sars-cov2 negative, influenza a negative and influenza b results. Patient sample was collected using nasal swab media type unknown. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient. Two (2) mdrs will be filed one for each sample as per FDA guidance. An investigation was performed which did not identify any product issue.